Event description:
The physician advanced the introducer sheath without the dilator or wire present. The introducer sheath penetrated the wall of the ivc and the filter was deployed between the ivc and the aorta. Importer narrative: the clinician contacted the importer for technical support regarding the event. Results of a film review showed the filter perforated the wall of the ivc and the filter deployed as reported. The importer recommended the filter be removed due to proximity to the aorta. No further information is available.